Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a, lot# l72961, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for cervical radiculopathy. It was reported that the leads of the implantable neurostimulator (ins) system ¿went bad¿. The patient stated that something happened in their neck and was not sure ¿if just broke¿ but they had to change out everything completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.